Manufacturer narrative:
(B)(4). D4: exact item number for the loosened screw is unknown; however, the screw has the possibility to be any of these part/lot combinations: item# 110017620; lot# 61253428a. Item# 110017624; lot# 6125342a. Item# 856135020; lot# 638340. Item# 856135018; lot# 65685786. Item# 856135018; lot# 457900. Item# 856135014; lot# 66085938. Item# 110017920; lot# 61253434. Item# 110017916; lot# 61253432. D10: item# 110017618; lot# 61253427a. Item# 110017620; lot# 61253428a. Item# 110017624; lot# 6125342a. Item# 856135020; lot# 638340. Item# 856135018; lot# 65685786. Item# 856135018; lot# 457900. Item# 856135014; lot# 66085938. Item# 110017920; lot# 61253434. Item# 110017916; lot# 61253432. E1: full establishment name - (B)(6). G2: foreign - event occurred in spain. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent initial right clavicle osteosynthesis approximately one (1) year and one (1) month ago. At the 3-month postoperative follow-up, radiographs demonstrated loosening of the screw fixation. By the 6-month follow-up, imaging revealed persistent clavicular nonunion with associated plate and screw loosening. Subsequent radiographs obtained approximately eleven (11) months post-implantation showed further progression of hardware failure, including additional screw loosening and medial migration of one screw. The patient has declined surgery at this time. Attempts have been made and no further information has been provided.